Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02764. Follow-up revealed replacement leads were implanted on (B)(6)2017. During the procedure, the remaining portion of the patient's original extension was explanted and replaced with a new extension.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-02764. The patient has an scs system for off-label use. The patient had two occipital leads from the same lot. It was reported the patient experienced erosion at the occipital lead/extension site. As a result, both of the patient's occipital leads were explanted. Upon explanting both leads, the doctor cut the associated extension under the header location. The patient's doctor plans to implant replacement leads on a later date. The patient was treated with antibiotics.